Event description:
It was reported that the patient's pump was removed due to inadequate pain relief. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).